Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer was hospitalized with low blood glucose. Mother stated that the cause if the incident is unknown. Blood glucose value at the time of admission was 54 mg/dl.